Manufacturer narrative:
Retainer ring = clear. Customer complained on (B)(6) 2021 the buttons are not functioning properly and display ramping. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. No display ramping noted. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and corroded battery tube. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No display ramping noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer did not receive stuck button alarm. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer also stated that there was no response from any button. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.